Event description:
The following was reported through a review of the article titled, "intraoperative istent versus postoperative selective laser trabeculoplasty in early glaucoma patients undergoing cataract surgery: a retrospective comparative study." Reportedly following cataract plus trabecular microbypass stent procedures in a total of forty (40) eyes, three (3) eyes presented postop with ocular hypertension requiring topical and systemic intraocular pressure (iop) lowering medications; one (1) eye presented at six (6) months postop with macular edema requiring nonsteroidal anti-inflammatory drugs (nsaids) or topical medications; one (1) eye presented with a hyphema involving greater than one third of the anterior chamber (ac) requiring an irrigation/aspiration procedure. Any omitted information was not available through follow-up. Please see attached article for further details. Reference doi.org/10.1016/j.jfo.2023.03.042.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: awareness date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Iop increase, hyphema, and macular edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase, hyphema, and macular edema are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).